Event description:
The customer reported via phone call that they had a displayable history check failed on start up alarm on the insulin pump. Customer's blood glucose was 107 mg/dl. Customer stated the alarm occurred during normal use. The customer stated the insulin pump was not in the spanish language. The customer will not be returning the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.